Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider checked the battery, found it was faulty, replaced the battery and the ventilator worked properly.

Event description:
It was reported that during set up the ventilator had no battery backup.